Event description:
Procedure type: gastric bypass. According to the reporter: the surgeon was firing the black load across the stomach and as it fired the tissue was pushed out of the distal end of the staple load, which caused none of the staples to form properly. It created a large gastrotomy. Blood loss of 950cc occurred. Operative time was extended by 60 minutes. The surgeon fixed the issue by applying 2 60-4.8mm sulus around the gastrotomy using the same stapler, such that she excised the tissue and gastrotomy. She then oversewed the surrounding area and continued on with the case.

Manufacturer narrative:
(B)(4).